Manufacturer narrative:
The additional devices referenced are filed under separate medwatch report numbers. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted however after deployment of the third clip, it detached from one leaflet (single leaflet device attachment (slda)). A fourth clip was implanted to stabilize the slda clip, reducing mr to 1. One day post procedure it was noted two of the clips had detached from the posterior leaflet and the mr increased to 4. No treatment was planned at the moment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.